Manufacturer narrative:
Product evaluation: failure analysis for fiber (b)(4: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, erased blue arrow indicator, partially erased red octagonal sign, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber ¿stopped working" @ 368,458 joules and 39:50 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used and the fiber "came out of the box not working". The fiber tip (cap) was not cleaned during the procedure. A third fiber was used to complete the procedure. Patient outcome: no report of injury to the patient this report is for the first fiber.